Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional testing could not be performed since the product was not returned as this complaint refers to a pmcf survey. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
57 endovascular neurosurgeons, 78 interventional cardiologists, 6 interventional neurologists, 9 interventional neuroradiologists, and 36 interventional radiologists participated in the post-market clinical follow-up (pmcf) anonymous survey for subject trevo trak 21 microcatheter. The survey was conducted in australia, france, germany, italy, japan, spain, united kingdom and united states. During the survey mortality was reported. No other information is available about this event.

Manufacturer narrative:
This is the 5th of 6 reports. The subject device not returned.

Event description:
57 endovascular neurosurgeons, 78 interventional cardiologists, 6 interventional neurologists, 9 interventional neuroradiologists, and 36 interventional radiologists participated in the post-market clinical follow-up (pmcf) anonymous survey for subject trevo trak 21 microcatheter. The survey was conducted in (B)(6) and united states. During the survey mortality was reported. No other information is available about this event.